Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; and then, it locked out as intended. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were not forming and dropping from the device. The clips fell into the patient but were retrieved. A second device was pulled to complete the procedure with no patient consequence.